Event description:
It was reported that the right ventricular (rv) lead was suspected to have dislodged. There was a sudden increase in the capture threshold in (B)(6) 2022, from 1 v to 2 v. The patient had a pending follow-up appointment to review the situation. The rv lead remains in service and no adverse patient effects were reported.